Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.5/+1.0/084 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports the vault is a "bit high" and that the patient complains of blurred vision in slightly dim lighting "like a layer of oil covered on your glasses." Lens remains implanted.